Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Unbalanced blood glucose :diabetes mellitus inadequate control. Pen does not push the insulin : device delivery system issue. Pen does not push the insulin due to a loose part : device loosening. Case description: this serious spontaneous case from brazil was reported by a consumer as "unbalanced blood glucose(loss of control of blood sugar)" with an unspecified onset date, "pen does not push the insulin(failure of delivery by device)" with an unspecified onset date, "pen does not push the insulin due to a loose part(device component loose)" with an unspecified onset date, and concerned a 902 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height: 186 cm; patient's weight: 96.5 kg; patient's bmi: 27.89339810. Dosage regimens: novopen 4. Medical history was not provided. It was reported that patient's novopen pen had the same defect as in (B)(6) 2023, the pen does not push the insulin due to a loose part. On an unspecified date, patient experienced "unbalanced blood glucose" due to the lack of insulin and had to go to the hospital and the patient was discharged on (B)(6) 2023. It was reported that the medicine has not been frozen and needles were not reused also needle were not kept attached on pen after application. Batch numbers: novopen 4: kvg0t67-1. Action taken to novopen 4 was reported as paused. The outcome for the event "unbalanced blood glucose(loss of control of blood sugar)" was not reported. The outcome for the event "pen does not push the insulin(failure of delivery by device)" was not reported. The outcome for the event "pen does not push the insulin due to a loose part(device component loose)" was not reported.

Event description:
Case description: name: novopen® 4, batch number: kvg0t67-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and relevant actions were taken. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation was reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Piston rod difficult to retracted. Microscopic examination performed. Glass pieces were observed on components in connection with the function of the piston rod and foreing matter was also observed on the piston rod.confirmed damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. Confirmed the piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Since last submission the following were updated: inv results were updated. Imdrf b, c, d, g codes updated. Narrative updated accoridngly company comment: 21-aug-2023: the suspected device novopen 4 has been returned to novo nordisk for investigation. Upon investigation, it was found that the piston rod was difficult to retract. Microscopic examinations were performed, and glass pieces and foreign matter was observed on the piston rod. The accumulation of foreign matter on the piston rod can affect the piston rod, making it difficult to retract. The dose accuracy was measured by weighing and the product was found to be normal. The observed problem is not related to any novo nordisk processes and is a result of accidental damage during use of the device. The fault is obvious to the user. If the piston rod can be retracted, no medical consequence is expected for the patient. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. H3 continued: evaluation summary name: novopen® 4, batch number: kvg0t67-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The number of complaints on the batch was evaluated and relevant actions were taken. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation was reviewed and found to be normal. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Piston rod difficult to retracted. Microscopic examination performed. Glass pieces were observed on components in connection with the function of the piston rod and foreing matter was also observed on the piston rod.confirmed damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. Confirmed the piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device.